Event description:
Almost choked on brushhead [choking sensation]. Brushhead fell off in mouth [device breakage]. Case description: a (B)(6) female reported that while using an oral-b vitality series toothbrush, an oral-b brushhead, version unk, fell off in her mouth and she almost choked. The product was not very old.

Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.